Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be return for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's blood glucose was 156 mg/dl. Caller stated that the customer's insulin pump was not working correctly. It was alarming battery out of limit after changing the battery and the keypad was unresponsive. Caller stated that the insulin pump got wet at amusement park. Nothing further was reported.

Manufacturer narrative:
Insulin pump passed displacement test. Insulin pump had an intermittent button response due to corroded keypad traces. Insulin pump had moisture damage on lcd board, cracked case near lcd window corner, minor scratches on lcd window, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, cracked battery tube threads, stained end cap sticker, stained address and serial number label.